Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Reference report#: 1627487-2018-13550. It was reported that the patient's drg l2 lead was displaying a high impedance reading, after the patient experienced a fall. In turn, x-rays were taken and confirmed that the lead was fractured. As a result, the patient's l2 was explanted and replaced, and therapy was restored post-op. Both l2 leads are being reported, as it is currently unknown as to which lead was replaced.

Manufacturer narrative:
Additional information: patient weight added.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-13550.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2018-13550.